Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had to go to the hospital for peritonitis. It was not caused by the product. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis and hospitalization; however, no additional information was obtained. In the intake, it was reported that the patient was hospitalized with peritonitis that was not caused by a fresenius product. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection and hospitalization.

Manufacturer narrative:
Clinical investigation: it is unknown is a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection cannot be determined in the absence of the required information; however, it was stated the patient¿s peritonitis was not caused by the product by a medical professional. It is well known that most peritonitis infections are the result of touch contamination during pd therapy which elicits the transmission of peritonitis causing pathogens. Based on the information provided in the intake, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had to go to the hospital for peritonitis. It was not caused by the product. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis and hospitalization; however, no additional information was obtained. In the intake, it was reported that the patient was hospitalized with peritonitis that was not caused by a fresenius product. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection and hospitalization.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.